Manufacturer narrative:
Investigation included review of product historical data, product labeling, and inspection of the returned cell-dyn ruby analyzer from the customer site. The returned analyzer showed that the aspiration tower was subjected to high temperature. The observed damage was primarily melted plastic tubing and plastic parts along the metal frame of the tower. The operation logs indicated that the instrument had been in standby mode for the immediate 3 days prior to the incident and did not get to initialize stage. In standby mode, the active components that are potential sources of heat are powered down. There are two potential sources of heat in the immediate vicinity of the aspiration tower; a motor and a solenoid valve. Both the motor and the solenoid would be de-energized in stand-by mode. There was no indication of over-temperature on the motor, so the motor was not the source of heat. The solenoid did show evidence of high temperature exposure, but further investigation noted that there was no evidence of burning on the wiring that powers the solenoid, which indicates that there is no short circuit in the power to the solenoid. Investigation of the electrical protection for the solenoid found the protection to be operational and intact. Similarly, the control circuit for the power to the solenoid was also found to be functional and intact. Therefore, there is no evidence that supports either the solenoid or the motor were the primary source of heat. The root cause of the event cannot be determined. There is evidence of high temperatures in the aspiration tower area; however, the source of the high temperature cannot be determined nor does the technical assessment and device evaluation support the customer's report of a fire incident or use of fire extinguishing devices. Review of historical service records for cell-dyn ruby, serial number (B)(4), manufactured on july 25, 2014, identified 3 records: installation of the analyzer in (B)(6) 2014, preventive maintenance in (B)(6) 2015 and a planned service visit. These records do not indicate any historical issues predictive of the incident. Review of product historical data did not find any incidents related to the customer's complaint involving the cell-dyn ruby aspiration tower. There are currently 2,734 active cell-dyn ruby analyzers worldwide. There were no other incidents related to a burnt aspiration tower found during the review period. Based on the investigation, there was no product deficiency identified for the cell-dyn ruby analyzer. The complaint incident was specific to this cell-dyn ruby analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer noticed an electrical burning odor after starting up analyzers in the laboratory to perform qc testing at approximately 8:15 a.m. On (B)(6) 2015. The customer called for on-site assistance and powered down all analyzers. Smoke was observed coming from the cell-dyn ruby analyzer, serial number (B)(4). Security claimed that a small fire was observed inside the cell-dyn ruby and a fire extinguisher was used to put out the fire. The smoke slowly dissipated. An abbott field service engineer was dispatched. Service observed a burnt part inside the cell-dyn ruby analyzer next to the mix head. No injury was reported. The observed fire was contained within the analyzer. No damage occurred to the surrounding area.